Manufacturer narrative:
This report is submitted on september 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on december 12, 2018.